Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during. No display ramping on its own anomaly noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with cracked case at lcd window corners. The insulin pump was received with missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 176 mg/dl at the time of incident. The customer stated that the insulin pump could have been exposed to sweat. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.